Event description:
It was reported that during a wrist procedure using a 1.8mm q fix all suture anchor, a piece of the inserter handle stayed attached to the anchor upon deployment. This implant was removed and a different implant was inserted into the same bone hole. This second implant deployed properly but did not retain fixation. The surgeon alleges that the drill accidentally shaved off the corner of the bone, making the bone hole too large for the first two implants to properly affix in the bone. The procedure was completed using a third different type of implant, which successfully deployed and affixed in the bone hole. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
The returned 1.8mm q-fix anchor was received in deployed position and the die is severely bent. The driver and the anchor were not returned for evaluation. Root cause for failed anchor deployment is unable to determined; however the most plausible cause for the failure is that it was user induced based on our visual inspection. The instructions for use state "caution: use care to properly align the implant and inserter handle with the bone hole during insertion. A pathfinder may be used to confirm bone hole location and depth. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy bent or damaged inserter." There were no indications that would suggest that the device did not meet product specifications upon release into distribution.